Event description:
It was reported that the clinician noted 5 mg delivered (morphine 1mg / ml, total volume 30ml) but review of pump data showed only 4 mg delivered. The deliver was noted as 3mg from loading dose and 2mg requested doses the patient controlled analgesia module was programmed dose 1 mg; lockout 10 min; 4 hour limit 20mg; 3 mg q4h prn breakthrough pain; loading dose 3 mg. The tubing was primed with lactated ringers there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician noted 5 mg delivered (morphine 1mg / ml, total volume 30ml) but review of pump data showed only 4 mg delivered. The deliver was noted as 3mg from loading dose and 2mg requested doses the patient controlled analgesia module was programmed dose 1 mg; lockout 10 min; 4 hour limit 20mg; 3 mg q4h prn breakthrough pain; loading dose 3 mg. The tubing was primed with lactated ringers there was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer , reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.